Event description:
Additional information was received that indicated that the patient had a generator replacement surgery. The generator was returned to the manufacturer for evaluation. In the product analysis lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. There was no reported manipulation or trauma that was reported. The pain is related to the generator migration. There were no causal or contributory programming or medication changes precede the onset pain and migration. The suture on the old generator was not securing the generator to an anchor point.

Event description:
It was initially reported that the patient's generator was migrating when she sleeps. When she sleeps on her right side her generator moves and she has to slide it back in to place. This is causing the patient discomfort and she has requested to have the generator replaced and sutured in place. Surgery is likely but has not occurred to date. Good faith attempts for more information have been unsuccessful to date.